Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. No further investigation is required at this time. In addition, the device powered on as it should. The cord retainer was missing, and the cable clamp needs to be replaced. No repair was performed. The unit is not needed for inventory, and it was scrapped.